Event description:
"Celiac accessed and a 6fr 45 cm destination sheath was packed in celiac in preparation of a celiac snorkel. 32x100 relay plus was advanced above the celiac and the inner sheath was advanced. The graft crossed the aortic ligament but could not make the turn toward the lsa. The nose cone was too long and there wasn't enough support w/ the nitinol cannula to track. The outer sheath was advanced back up and partially recaptured part of the graft. Another attempt was made to advance the inner sheath and graft without success. We then placed an additional lunderquist in order to gain support. That didn't work. After consideration of place the stent graft in the distal seal zone and re-group for a new plan for the proximal, it was decided to take the device out. We could not fully re-sheath the inner sheath into the primary sheath. A cut down was performed over the sheath in order to remove the device. The device was removed without issue. A 26fr 65cm dry seal sheath was used and placed at the aortic ligament. The support and rigidity of the sheath through the first 2 competing curves mitigated those forces and they subsequently put the gore tag device through successfully. A 31x15, then another 31x15 were placed at the level of the celiac. A gap was there so a 34x15 was used to bridge it and then a 31x10 was placed to cuff 2 cms lower for distal seal along with a 8x5cm viabahn to snorkel the celiac. Seal was achieved. " patient outcome: "no injury, device never implanted and ctags used to complete procedure."

Event description:
"Celiac accessed and a 6fr 45 cm destination sheath was packed in celiac in preparation of a celiac snorkel. 32x100 relay plus was advanced above the celiac and the inner sheath was advanced. The graft crossed the aortic ligament but could not make the turn toward the lsa. The nose cone was too long and there wasn't enough support w/ the nitinol cannula to track. The outer sheath was advanced back up and partially recaptured part of the graft. Another attempt was made to advance the inner sheath and graft without success. We then placed an additional lunderquist in order to gain support. That didn't work. After consideration of place the stent graft in the distal seal zone and re-group for a new plan for the proximal, it was decided to take the device out. We could not fully re-sheath the inner sheath into the primary sheath. A cut down was performed over the sheath in order to remove the device. The device was removed without issue. A 26fr 65cm dry seal sheath was used and placed at the aortic ligament. The support and rigidity of the sheath through the first 2 competing curves mitigated those forces and they subsequently put the gore tag device through successfully. A 31x15, then another 31x15 were placed at the level of the celiac. A gap was there so a 34x15 was used to bridge it and then a 31x10 was placed to to cuff 2 cms lower for distal seal along with a 8x5cm viabahn to snorkel the celiac. Seal was achieved." Patient outcome: "no injury, device never implanted and ctags used to complete procedure."